Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient had two episodes of ventricular tachycardia (vt) with shocks from their implantable cardioverter-defibrillator (ICD). The arrhythmia did not result in any clinical compromise and review of the log files provided by the account revealed no atypical events or alarms. The patient¿s dose of amiodarone was increased, following which, the patient was reportedly in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18feb2020. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated with an increased dose of amiodarone and was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had two episodes of ventricular tachycardia around 2:19 with implantable cardio defibrillator (ICD) shocks given. Log files were submitted for review and no unusual events were recorded.